Event description:
The user facility reported attempted to place two impella cp pumps but both failed. The delivery was complicated by the aortic calcification. The team aborted pump delivery and support. There was no lasting harm or injury.

Manufacturer narrative:
(H3) the investigation into the reported delivery issue has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the delivery issue was patient condition related because the patient had so much calcium and a porcelain aorta which prevented advancement of impella. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿